Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during the initial surgery to implant the inlay. The source of the interface debris was believed to be tear film with cells observed nasal to the inlay and intranasally near the flap edge. Inability to irrigate under the flap once the inlay is placed is believed to be a contributing factor. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/25 prior to intervention. The flap was lifted and irrigated and the inlay was removed and replaced with a new inlay. At last examination on (B)(6) 2017, no significant debris or cells were observed and the patient appeared to be improving.

Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. The source of debris is not known at this time. Epithelial ingrowth is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. Five weeks postoperatively, debris was observed throughout the interface close to the inlay and there was a small area (1.5 mm) of epithelial ingrowth inferiorly. The inlay was explanted on (B)(6) 2017 to address interface debris and epithelial ingrowth. Additional information has been requested.